Manufacturer narrative:
The manufacturer previously received information that a rep dreamstation auto CPAP device has melted cord. There is no allegation of patient harm, serious injury, or medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer and found a dust like contaminate along with hairlike fibers on the ui (user interface) panel, rear panel, bottom enclosure, blower box, and the blower motor. The blower box cap had a dust like contaminate along with an unknown brown contaminate consistent with thermal damage. Hairlike fibers on the blower below and the blower isolators. Evidence of liquid ingress with potential mineral deposits on the pca, blower motor, and the p4 dc power connector. A brown unknown contaminate consistent with thermal damage on the inside of the top enclosure, pca, blower box, rear panel, bottom enclosure, dc jack color insert, and the p4 dc power connector. The technician did observe an electrical and plastic burning odor while powering on the device. The power supply cord was melted on the end that plugs into the device, and the p4 dc power connector was also damaged due to the liquid ingress. The dc jack color insert was also melted, and the bottom enclosure plastic was deformed due to the thermal damage from the liquid ingress. A keratin-like substance was observed on the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found error 105 (err_humid_ambient_comm), error 170 (err_bt_reset_tx), error 172 (err_bt_stack_error), error 250 (err_barometric_comm), error 4 (err_null_ptr). The device was applied power and the device operated properly. Manufacturer's product investigation laboratory was able to confirm the complaint of a melted power supply with an electrical and plastic burning odor due to the liquid ingress. Box d, g and h has been updated in this report.

Manufacturer narrative:
The manufacturer was previously received information that a rep dreamstation auto CPAP device has melted cord. There is no allegation of patient harm, serious injury, or medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer and found a dust like contaminate along with hairlike fibers on the ui (user interface) panel, rear panel, bottom enclosure, blower box, and the blower motor. The blower box cap had a dust like contaminate along with an unknown brown contaminate consistent with thermal damage. Hairlike fibers on the blower below and the blower isolators. Evidence of liquid ingress with potential mineral deposits on the pca, blower motor, and the p4 dc power connector. A brown unknown contaminate consistent with thermal damage on the inside of the top enclosure, pca, blower box, rear panel, bottom enclosure, dc jack color insert, and the p4 dc power connector. The technician did observe an electrical and plastic burning odor while powering on the device. The power supply cord was melted on the end that plugs into the device, and the p4 dc power connector was also damaged due to the liquid ingress. The dc jack color insert was also melted, and the bottom enclosure plastic was deformed due to the thermal damage from the liquid ingress. A keratin-like substance was observed on the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found error 105 (err humid ambient comm), error 170 (err bt reset tx), error 172 (err bt stack error), error 250 (err barometric comm), error 4 (err null ptr), error 72 (err psens unable to obtain bus). The device was applied power and the device operated properly. Manufacturer's product investigation laboratory was able to confirm the complaint of a melted power supply with an electrical and plastic burning odor due to the liquid ingress. In this report, evaluation results code, component code and conclusion code has been updated/corrected.

Event description:
The manufacturer received information that a rep dreamstation auto CPAP device has melted cord. There is no allegation of patient harm, serious injury, or medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previously submitted report, event description (box: b) was incorrect. The correct event description (box: b) should be- the manufacturer received information that a rep dreamstation auto CPAP device has melted cord. There is no allegation of patient harm, serious injury, or medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer and found a dust like contaminate along with hairlike fibers on the ui (user interface) panel, rear panel, bottom enclosure, blower box, and the blower motor. The blower box cap had a dust like contaminate along with an unknown brown contaminate consistent with thermal damage. Hairlike fibers on the blower below and the blower isolators. Evidence of liquid ingress with potential mineral deposits on the pca, blower motor, and the p4 dc power connector. A brown unknown contaminate consistent with thermal damage on the inside of the top enclosure, pca, blower box, rear panel, bottom enclosure, dc jack color insert, and the p4 dc power connector. The technician did observe an electrical and plastic burning odor while powering on the device. The power supply cord was melted on the end that plugs into the device, and the p4 dc power connector was also damaged due to the liquid ingress. The dc jack color insert was also melted, and the bottom enclosure plastic was deformed due to the thermal damage from the liquid ingress. A keratin-like substance was observed on the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found error 105 (err humid ambient comm), error 170 (err bt reset tx), error 172 (err bt stack error), error 250 (err barometric comm), error 4 (err null ptr), error 72 (err psens unable to obtain bus). The device was applied power and the device operated properly. Manufacturer's product investigation laboratory was able to confirm the complaint of a melted power supply with an electrical and plastic burning odor due to the liquid ingress.